Event description:
The pt reported that the infusion device delivers too little insulin and blood glucose has been elevated to over 500 mg/dl. The pt bolused through the infusion device to lower blood glucose levels. The pt's normal blood glucose level is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.